Event description:
It was reported to philips that the device froze after an initial shock was delivered. As a result of the issue, the customer specified that they were unable to deliver another shock and that the unit would not switch back to pacing mode.

Event description:
It was reported to philips that the device froze after an initial shock was delivered. As a result of the issue, the customer specified that they were unable to deliver another shock and that the unit would not switch back to pacing mode.